Event description:
A customer contacted beckman coulter, inc. To report obtaining erroneously low creatine kinase-mb (ckmb) results for two (2) patients and erroneously low troponin (accutni) result for one (1) of the two (2) patients on a unicel dxc 600i synchron access clinical system, used in conjunction with access ckmb reagent (lot 111114) and access ckmb calibrators (lot 110053). The results were reported out of the laboratory. This report represents the erroneously low ckmb result within the normal reference range for one (1) of the two (2) patients. Repeat testing of the patient sample on an alternate instrument produced a higher ckmb result above the normal reference range that was not questioned by the customer. The patient report was amended with this result. It is unknown if there were any effects to the patient or changes in patient treatment in connection with this event.

Manufacturer narrative:
Samples were collected in 13 x 75 mm heparinized plasma gel tubes and centrifuged at 5000 rpm for 5 minutes. Per the data provided by the customer, quality control (qc) was not performing within the customer's established ranges after erroneous results were generated. Results recovered below the customer's established limits. A system check performed on (B)(4) 2011 passed within instrument specifications. A field service engineer (fse) was dispatched for this event on (B)(4) 2011. The fse reviewed the customer system check and qc data, cleaned the aspirate and dispense probes, and verified alignments. The fse performed passing high sensitivity system check but a 20 replicate qc sample precision run produced poor results outside of the customer's low end of the range. The fse performed a wet and dry level sense test with passing results. The fse performed the transducer 197v modification with some difficulty. The fse had to reset and power down the transducer to achieve the proper transducer settings. The fse verified hardware performance by performing accutni qc within the customer's established ranges and with good precision. Ckmb qc did not pass on the first attempt after service was complete. The fse advised the customer to recalibrate the assay and repeat the qc. No further issues were noted. Mdrs associated with this event. 2122870-2011-04171, 2122870-2011-04254, 2122870-2011-04317.